Event description:
The customer contact returned the device to the service center with a report of a check cassette alarm and a 16/002/004 (key event timeout) service alarm codes. The device was removed from clinical use. Therapy was resumed using a replacement device. There were no adverse events or need for medical intervention. No additional information was provided. There was no indication of a reportable malfunction. However, during verification testing at the service center the device alarm with a check cassette p service alarm code and pressure sensor calibration drift was noted.

Manufacturer narrative:
During testing at the service center the device alarmed with a check cassette p service alarm code. The probable cause was due to pressure sensor calibration drift. The customers reported 16/002 service alarm code was not duplicated; however, it was noted during a review of the device history. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.